Event description:
The customer reported insufficient sealing of the cuff. Leakage would occur when the cuff pressure was 25-30cmh2o and the intrapleural pressure was 28cmh2o. This leakage stopped when the cuff pressure was 60cmh2o. A thomas (brand) endotracheal tube holder was used to fix the tube and the depth of the tube was 25-28cm. The prior to use inspection had been performed. No pt harm reported. The pt was re-intubated with another tube.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined.